Manufacturer narrative:
(B)(4): the previous report stated the date of manufacture was unknown. It has been updated to reflect the date the device was manufactured.if additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during an unspecified neuro surgery, it was observed that the quick coupling device had an undetermined malfunction. There were no delays to the planned surgical procedure as a spare device was available for use. There was patient involvement. There were reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturing location was unknown. The device manufacture date is unknown. The actual device was returned with an undetermined malfunction. During routine service and repair of the device, it was observed that the device would not secure gauge. Therefore, the reported condition was confirmed. It was determined that foreign fibrous material was left behind by a cleaning instrument causing the locking mechanism to malfunction. The assignable root cause was determined to be due to improper cleaning. If additional information should become available, a supplemental medwatch report will be submitted accordingly.